Event description:
The homechoice (hc) machine was returned to the product analysis laboratory (pal) and was noted to have failed the rite (returned instrument test/evaluation) testing due to an encounter error prevent rite tx initiation-failed funct spec. On 09/14/10, the facility nurse was contacted and advised the patient had expired. On 09/14/10 received follow up information from global pharmacovigilance (gpv) the patient had been transferred to hemodialysis (date and reason unknown). The nurse did not have information about the patient death. The patient expired on (B)(6) 2010. In 2005, the patient began treatment with dianeal pd4 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date in 2010, the patient developed peritonitis. On (B)(6) 2010, the patient died as a result of the peritonitis. Treatment information was not provided prior to death. It was not reported whether an autopsy was performed. Dianeal therapy was ongoing at the time of the patient's death. A causal relationship was not reported for the fatal peritonitis and dianeal therapy.

Manufacturer narrative:
(B)(4).the device has been returned to the baxter product analysis lab (pal) for evaluation. Upon completion of the evaluation, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The assignable cause for the reported issue of reload set (rls)152 was determined to be a damaged transducer tubing. A return instrument test/evaluation (rite) test was performed by the product analysis lab (pal). The device failed rite functional test due to a rls 152 (volumetric standard right pressure leak) and passed rite electrical test. The assignable cause of the rls 152 was determined to be a cut transducer tubing. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 400s-range mg/dl and 100s-range mg/dl. Customer felt hyperglycemic symptoms (lightheadedness) at the time of the readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The cause of death was unknown. The nurse did not provide information regarding treatment prior to death. On an unreported date in 2010, dianeal therapies were withdrawn and the patient was placed on hemodialysis. Per the nurse, the fatal event was not related to dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies.

Manufacturer narrative:
(B)(4). Additional information: this is the first of six complaints for the event of death originally reported in this report. Baxter is in the process of investigating this incident. Should additional information become available, a follow-up report will be submitted.